Event description:
A malfunction alarm known as malf 12 was reported by the customer, but prior notable events were not identified. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer. Technical support provided guidance for resetting the pump, and after resetting, the malfunction did not recur. The customer acknowledged the instructions and continued to use the pump normally, with an understanding to call back if the issue reappears.